Event description:
An aneurx bifurcated stent graft of unknown size and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2001. Aneurysm and vessel morphology are unknown. It was reported by the user facility that an endoleak was discovered on a computerized tomography (CT) scan. The stent graft was explanted in 2003. The pt's status is unknown, and the explanted stent graft will not be returned for analysis.